Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This reported event has been reassessed and deemed not reportable based upon the investigation. The sample was not available for evaluation. A photo of the device was provided and the bypass tube was noted to have been dislodged from the carrier tube tip. The angio-seal device was not returned for evaluation. An image of the device was provided and the bypass tube was noted to be detached. As the bypass tube was noted to be dislodged from the device in the provided image the complaint can be confirmed for a detached bypass tube. The exact root cause was unable to be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the following reported information: when assembling the carrier tube with the sheath, the bypass tube seemed loose and could not be inserted into the sheath; therefore, an assembly issue occurred. Hemostasis was achieved by replacing with a new device. The patient was in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. E3: occupation: unknown health care provider. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.